Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Change your infusion set every 48¿72 hours as recommended by your healthcare provider,

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, using supplies beyond labeling, and prematurely changing supplies. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 211 mg/dl.